Event description:
During a laparoscopic cholecystectomy, after proper insufflation of the abdominal cavity the 10.5 trocar was introduced into the umbilical incision. After the trocar was introduced the camera was placed into the trocar and a large amount of bleeding was noted. The laparoscopic cholecystectomy was then changed into an exploratory laparotomy. Upon visualization of teh retroperitoneum there was a trocar puncture site noted. So the trocar did not retract like it was supposed to. The bleeding was controlled and the gallbladder was removed in the standard fashion. Expiration datel: 7/2001.